Manufacturer narrative:
Follow-up #1: date of submission 09/28/2017 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 09/01/2017 with the following findings: review of the black box data revealed frequent low battery warnings recorded and the battery voltage immediately following a battery change is low indicating partially discharged batteries were inserted into the pump for use. On investigation, the pump¿s electrical currents were evaluated and determined to be within specifications. Unrelated to the original complaint, the battery compartment was noted to be cracked. Method codes: (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/01/2017 with the following additional finding: unrelated to the original complaint, the display screen was noted to be dim/faded/discolored.